Manufacturer narrative:
(B)(4). Date of this report: 04/16/2019. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as the lot number reported by the customer is not valid. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "nebulizer gets hot and makes a lot of noise and causes tubing to get hot." No report of patient injury. Patient condition was reported as fine.